Event description:
Olympus received a medwatch report, which stated: "during a laparoscopic low anterior resection and flexible sigmoidoscopy procedure, prior to the transaction of the rectum a flexible is sigmoidoscopy was done. After the specimen was obtained, a second flexible sigmoidoscopy was performed. After the physician performed the anastomosis, a flexible sigmoidoscopy was completed again. Following the procedure, it was suspected that the flexible sigmoidoscope was missing a plastic tip from the distal end of the scope. Follow up, including a CT, was completed which could not confirm or deny a retained foreign body."

Manufacturer narrative:
Olympus followed-up with the (B)(4) facility via telephone and in writing to obtain additional information regarding this report, but no further information was provided. The device referenced in this report was not returned to olympus for evaluation. Review of shipping records noted that this device was originally shipped to a different user facility in (B)(4) 1991. Review of service records for the unit found that the last service performed on the unit by olympus was in (B)(4) 1994. The cause of the reported phenomenon could not be conclusively determined. If relevant and significant information become available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.